Event description:
The customer's mother reported via phone call that the infusion set fell out. Customer's blood glucose level was over 400 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.